Event description:
The pt contacted lifescan alleging that their one touch ultra meter was reading in the incorrect units of measurement. The medical affairs specialist spoke with the pt in 2005. The pt stated that they had owned the meter for about 2 years; they think the decimal point was in the reading for about 2 months. They did not recall changing the meter units of measurement. They tested 4 times a day; they said they sometimes had readings as low as 6.0 or 7.0, which thye interpreted to be 60 or 70 mg/dl. They continued to take a fixed daily dose of amaryl for one month prior to the time of concern. Two months ago, they obtained a result of 5.5 mmol/l (converts to 99 mg/dl) on the reported meter, which they interpreted to be 55 mg/dl. They felt like they were going to "black out" and was having difficulty speaking. They activated an emergency call wrist bracelet to call emergency medical technician. They did not recall what reading emergency medical technician obtained emergency meidcal technician started an IV and took pt to the hospital. By the time they arrived at the hospital, they were feeling better. They did not know what readings were obtained in the hospital. They were admitted to the hospital for "kidney problems". They were told that their creatinine and other kidney lab tests were abnormal. They were hospitalized for 10 days and was in rehab for 6 weeks. They did not require renal dialysis; their renal condition is currently being managed with diet. Their diabetes medication was discontinued. The customer care representative confirmed that the meter was set to mmol/l instead of mg/dl. The pt was on a fixed dose of oral diabetes medication and made no adjustments to their medication based on the meter readings. The meter result of 5.5 mmol/l (99 mg/dl) was in a normal blood glucose range and results obtained by emergency medical technician and the hospital were unknown. There is insufficient information to indicate the pt experienced injury due to hypoglycemia or hyperglycemia. (Misinterpreted results in mg/dl appear smaller than the mmol/l results on the meter. It's expected that if the pt mistreats based on these "smaller" results, to develop high blood glucose). The pt's renal condition would not be attributed to the meter begin in the incorrect unit of measurement for 2 months. This report of malfunction is due to the fact that meter was in the wrong unit of measurement while hte pt does not recall going into the meter settings. The meter was replaced.

Event description:
The patient stated that they had owned the meter for about 2 years; patientthinks the decimal point was in the reading for about 2 months. Patient did not recall changing the meter units of measurement. They tested 4 times a day; patient said they sometimes had readings as low as 6.0 or 7.0 which patient interpreted to be 60 or 70 mg/dl. Patient continued to take a fixed daily dose of amaryl for one month prior to the time of concern. Two month ago, patient obtained a result of 5.5 mmol/l (converts to 99mg/dl) on the reported meter, which patient interpreted to be 55 mg/dl. Patient felt like he was going to "black out" and was having difficulty speaking. Patient activated an emergency call wrist bracelet to call emt. Patient did not recall what reading emt obtained. Emt started an IV and took patient to hospital. By the time patient arrived at the hospital, patient was feeling better. Patient did not know what readings were obtained in the hospital. Patient was admitted to the hospital for "kidney problems". Patient was told that his creatinine and other kidney lab tests were abnormal. Patient was hospitalized for 10 days and was in rehab for 6 weeks. Patient did not require renal dialysis; his renal condition is currently being managed with diet. Patient diabetes medications was discontinued. The customer services representative confirmed that the meter was set to mmol/dl. The patient was on a fixed dose or oral diabetes medication and made no adjustments to their medication based on the meter readings. The meter result of 5.5 mmol/l (99 mg/dl) was in a normal blood glucose range and results obtained by emt and the hospital were unknown. There is insufficient information to indicate the patient experienced injury due to hypoglycemia. (Misinterpreted results in mg/dl appear smaller than the mmol/l results on the meter. It's expected that if the patient mistreats based on these "smaller" results, to develop high blood glucose). The patient's renal condition would not be attributed to the meter begin in the incorrect unit of measurement for 2 months. This report of malfunction is due to the fact that meter was in the wrong unit of measurement while the patient does not recall going into the meter setting. The meter was replaced.